Event description:
It was reported that the patient experienced diaphragmatic stimulation. The device was reprogrammed. On (B)(6) 2014, the patient called stating he was feeling thumping in his abdomen. The patient was brought to the clinic and the device was reprogrammed. On (B)(6) 2015, the patient presented for routine follow up experiencing diaphragmatic stimulation. Upon device interrogation, the left ventricular lead exhibited loss of capture. The device was reprogrammed. The patient was doing well post event.

Manufacturer narrative:
(B)(4). Device was reprogrammed.